Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that during surgery on (B)(6) 2013, surgeon was trying to fix a cranial flap tube clamp with the new application forceps, and the cranial flap tube clamp broke. It is reported that the bottom disc broke away from the clamp. No further information is available at this time. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. It is clearly visible that the lower plate has been completely detached from the rod. The middle of the rod is also badly compressed. This lead us believe that the damages were caused using the applic-forceps which lifted and completely ripped the rod from the lower plate. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.